Event description:
It was reported that guide wire tip detachment and coating issue occurred. The target lesion was located in the left popliteal artery. A 300cm v-14 controlwire guide wire was advanced to the lesion. However, the tip of the wire sheared and came off at a part inside the body that is not harmful to the patient. The remaining part of the guide wire was removed however a polymer tip coating/jacket was left inside the body. The procedure was stopped and not completed due to this event. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal tip damage and the working length kinked, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents body kinked at 42.2cm, at 49.5cm and at 250.0cm approx. From the proximal end; and the distal tip damaged (kinked and the polymer coating peeled). All the outer diameter (od) were taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment and coating issue occurred. The target lesion was located in the left popliteal artery. A 300cm v-14 controlwire guide wire was advanced to the lesion. However, the tip of the wire sheared and came off at a part inside the body that is not harmful to the patient. The remaining part of the guide wire was removed however a polymer tip coating/jacket was left inside the body. The procedure was stopped and not completed due to this event. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).